Event description:
The customer returned the product for cassette sensor defective. During device analysis, a defective downstream occlusion (dso) sensor was found. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review identified this device has not been in service in the past 12 months. The downstream occlusion (dso) sensor is defective and will be replaced. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification.